Event description:
Subsequent to the initially filed report, the following information was received:it was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device via an 8f sheath hole after a percutaneous transluminal angioplasty interventional procedure. Reportedly, when the device was deployed, the needle (at least one of them) didn¿t make it through the calcium to capture the vessel. There was resistance pulling plunger out of device due to this. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h10 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account. E1, e3: updated to physician information.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device. Reportedly, the device misfired [cuff miss]. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.